Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was black. Customer stated display was blank currently. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged frozen screen and blank display found on mar 20, 2022. The device powered up properly after battery installation. The device passed the self test, displacement test and active current measurement. However, the device had a high sleep current measurement. The device was monitored for several hours and no blank display and frozen screen noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: 03/14/2022 05:46:44.000, 03/14/2022 05:47:11.000, 03/17/2022 10:06:23.000, 03/17/2022 10:06:44.000. Low battery alert was recorded and found in the formatted history file on: 03/14/2022 02:30:00.000, 03/17/2022 09:28:00.000, 03/20/2022 00:42:00.000. Replace battery alert was recorded and found in the formatted history file on: 03/20/2022 07:01:00.000, 03/20/2022 07:11:00.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: 03/14/2022 05:46:55.000, 03/17/2022 10:06:29.000. Replace battery now alarm was recorded and found in the formatted history file on: 03/20/2022 07:32:00.000, 03/20/2022 07:42:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 03/20/2022 07:43:03.000. And power loss alarm was recorded and found in the formatted history file on: 03/20/2022 07:43:17.000, 03/20/2022 07:43:28.000. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcba1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device failed the sleep current measurement. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The pump passed the sleep current measurement. The device had a high sleep current measurement, problem isolated on the pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Frozen screen and blank display were not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.